Manufacturer narrative:
The batch record review showed that all testing results were within specification. A sample was not returned for this complaint. As no complaint sample is available, a root cause could not be determined. (B)(4).

Event description:
A doctor reported that a patient presented with anterior chamber inflammation one day following a cataract with intraocular lens implant procedure. The patient's symptoms resolved rapidly with antibiotic and steroid instillation.